Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.

Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. There was no detection of battery performance alert (bpa). A longevity calculation was performed and found the battery depletion was normal based on device usage.